Event description:
Customer's mother reported customer recently upgraded to the 530g system and since then he has been having problems with no delivery alarms. The device alarmed no delivery during an infusion set change. Customer's blood glucose was 155 mg/dl. Customer's mother did not want to troubleshoot the issue. She wants to go back to the previous insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).